Manufacturer narrative:
Visual inspection performed on (B)(6) 2017, by r&d project manager: the alif drill, ref. 03.30.10.1220 lot 1651109, has the drill bit broken, 9mm less. The root cause of the breakage is due to the bending of the driller after the insertion. The bending of the tip is visible also by the picture enclosed. Batch review performed on 02 january 2018. Lot 1651109: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, two similar events have been reported on items of the same lot.

Event description:
Instrument tip breakage during surgery. Five mm of the tip remained into the patient.